Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient's son contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to speak with the patient or reporter by phone. The son reported that the patient was hot and "could stay awake" before the alleged product issue. The son said a result of 190 mg/dl was obtained on the lfs product and as a result, the patient took his usual dose of novolog and lantus insulin. The son reported that ems personnel obtained a result of 37 [mg/dl] 15 minutes after the lfs product reading and the patient was treated with IV fluids. The cca noted that correct testing technique was followed. The patient's products were replaced. This complaint is reported because the reporter alleges that the patient took insulin after obtaining an elevated reading on the lfs product and 15 minutes later, a low blood glucose reading was obtained on an ems device and the patient was reportedly treated with IV fluids.